Manufacturer narrative:
The reliability analysis inspected 3 opened and or used enlite sensors and performed visual inspection and found 1 of 3 sensors with broken cannula and part still in tubing. Two remaining sensors performed bicarbonate buffer test. The sensors passed per spec with accurate readings. It was also found that 3 cannulas were bent, and it was unable to confirm that the customer received sensor in said condition due to customer returning opened and or used.

Event description:
The customer reported via phone call of calibration and sensor errors. The customer's blood glucose level at the time was 185mg/dl. Troubleshooting was conducted and the customer states the cannula was bent and curved. The customer was found to have been inserting in non-approved areas. The sensors are being returned for analysis and being replaced.